Manufacturer narrative:
It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was taking a long time to charge and depleting quickly. Database analysis revealed premature battery depletion. The patient was recommended for ipg replacement. The findings was reviewed with the patient and there will be no further course of action.